Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The condition of the components is unknown. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a third party healthcare professional. The review states that the x-ray shows right total knee arthroplasty with long stem femoral component with possible loosening of the femoral stem at the bone cement interface. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: stem collar 30 mm o.d.: catalog#00585204030, lot#65885011; segment with male/female taper 100 mm length: catalog#00585004610, lot#65617209; fluted stem extension straight precoat: catalog#00585205014, lot#65961131; size 4 precoat cemented tibial component: catalog#00588000400, lot#65978007; trabecular metal tibial cone, medium 31x31mm: catalog#00545001331, lot#64854781; 15mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801015, lot#64831376; articular surface with segmental hinge post size b 12 mm height: catalog#00585002012, lot#65711226; polyethylene insert xt size b: catalog#00585001296, lot#64810752. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, per hospital policy. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately four (4) months post-implantation, the patient experienced a fall which led to loosening of the femoral components. Subsequently, the patient underwent revision surgery of the affected components without reported complication. It was reported that no further information is available.